Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Patient reported experiencing leakage at the infusion site. Patient stated the leakage was caused by the cannula entering his muscle tissue and bending. No adverse event reported. Infusion set has been discarded; no product will be returned.